Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unable to confirm any alarms. The operating currents were within specifications.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed a week prior to her hospitalization. Advised customer to discontinue the insulin pump use and revert to a back up plan per md's instructions, but the customer decided to continue using the device. No further info was provided.